Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed and a watchman truseal access system (was) was inserted. After crossing the septum with the was, a pigtail catheter was inserted and the was manipulated. A pe was noted on the left side of the heart via transesophageal echocardiogram (tee). It is unknown if the tsp or the was caused the pe. A pericardiocentesis was performed and 900cc of fluid was removed. The patient is stable and staying overnight in the hospital. The patient is expected to re-attempt laa closure at a future date.